Manufacturer narrative:
(B)(4). Initial implant date-reported to be approximately 2 weeks prior to the revision procedure. Unknown liner, unknown cup, unknown stem. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports:0001825034-2018-02165.

Event description:
It was reported that a patient underwent an initial hip arthroplasty. Subsequently, the patient was revised due to unknown reasons. An irrigation and debridement, as well as a polyethylene and femoral head swap were performed. Contributing factors are unknown. Attempts have been made and no further information is available.